Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown screw anchor, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01797. Product location unknown.

Event description:
It was reported that the patient underwent a slap (superior labral tear from anterior to posterior) repair. The screws and anchors worked themselves out of the bone causing pain and damage to patient's joint. The patient underwent a revision procedure to remove the screws, and two screws were left in the glenoid process. Attempts have been made and additional information on the reported event is unavailable.